Event description:
The sheath would not advance into femoral/iliac artery and became lodged. Upon trying to remove the sheath broke and coil began to unwind inside the patient. Outer layer of sheath also disconnected from the hub. Additional 8fr sheath was introduced into the opposite groin in an effort to dislodge this sheath and this sheath also broke (1820334-2014-00484). The outer layer disconnected from the sheath hub. Updated from the physician: the 6 french sheath that was inserted into the left groin was inserted over the dilator and the initial removal was over the dilator, but the hub broke. The rest of the sheath was grabbed still on the dilator and attempted to be removed. The sheath then unwound in the middle, the intact portions of sheath were fully underneath the skin/inside the vessel and near the hub. At this point, the dilator was removed and the wound metal was grabbed with hemostats. This unwound more of the sheath and broke the metal a few times. The physician then accessed the right groin with an 8fr sheath to allow snaring of the distal sheath fragment as a precaution if lost access to the sheath from the left groin access point when the physician pulled even more on the left groin sheath. It turns out this was more than was needed and the left groin sheath was able to be removed over a 5fr kumpe catheter pulling on the wound metal and the kumpe at the same time over a wire. The right groin sheath hub separated upon withdrawal, but the rest of the sheath was able to be removed simply by grabbing the sheath and pulling. Additional information received per district manager: the physician was able to remove all of the device from the patient. No additional procedures or intervention was required due to this occurrence. No harm to the patient. The physician kept the patient overnight for observation.

Manufacturer narrative:
(B)(4). Catalog #: kcfw-6.0-18/38-45-rb-anl1-hc. (B)(4). Event is still under investigation at this time.